Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, (B)(6) 2010, patient reported low back pain with bilateral buttock, bilateral lateral leg radiculopathy to ankles, numbness and tingling in bilateral legs and feet and weakness in both legs. MRI of lumbar spine showed spondylolisthesis of grade-1 at l5-s1 with associated degenerative disc disease at same level. There was herniated disc or pseudo disc herniation producing significant spinal stenosis and foraminal stenosis bilaterally at l5-s1. On (B)(6) 2010, patient underwent l5 laminectomy with posterior lumbar interbody fusion at l5-s1 with posterolateral fusion and pedicle screw fixation, for a pre-op diagnosis of spondylolisthesis and stenosis at l5-s1. Per-op notes: dissection was carried out through the subcutaneous tissue with bovie electrocautery. The dorsal fascia was identified and incised with bovie electrocautery and subperiosteal dissection was carried out along the spinous process and lamina of l5 bilateral to the facet joints. Laminectomy and decompression was carried out. The disk space was identified and the spondylolisthesis was noted and the ls nerve roots were then identified and noted to be under severe compression. Forarninotomies were carried out over the l5 nerve roots, decompressing the l5 nerve roots. The disk spaces were then cleared of soft tissue with bipolar electrocautery and tenotomy scissors. Diskectomy was then carried out 1st on the left side than on the right side completely with various curettes and pituitary rongeurs. After preparation the disk space 8 x 26 mm trial implants were placed and these were felt to be the proper size of implant. At this time morselized autologous bone graft harvested from the larminectomy was packed into the anterior disk space and then 8 x 26 mm peek cages packed with rhbmp-2 were tapped in the disk space and countersunk 2-3 mm bilaterally. The pedicle heads were then identified under direct fluoroscopic guidance and the l5 pedicle heads were dilated with the pedicle dilator and then probed with the ball tipped probe and there was no breach of the walls of the pedicle. The pedicle screws were placed under fluoroscopic guidance in ap and lateral views intermittently. The s1 pedicles were then dilated with the pedicle dilator under direct fluoroscopic guidance and then probed with the ball-tipped probe and there was no breach of the walls of the pedicle. At this juncture morselized autologous bone graft rolled into infuse bmp sponges were placed into the lateral gutters over the prepared l5 transverse processes and sacral ala bilaterally. The 30 mm peek rods were then placed into the polyaxial screw heads bilaterally and set screws were placed and the l5 set screws were tightened with the torque wrench and then compression was applied to the pedicle screw heads and the s1 set screws were tightened with the torque wrench. On (B)(6) 2010, patient presented for first follow-up after lumbar plif. Patient reported intermittent back ache. Patient underwent x-rays. Impression: l5-s1 posterior fusion and laminectomy with interbody graft and some mild grade 1 anterolisthesis l5-s1, similar to priors. On (B)(6) 2012, patient underwent x-ray of cervical spine. Impression: negative study of cervical spine. On (B)(6) 2012, patient reported low back pain, neck pain and numbness at both locations. MRI of lumbar spine conducted on 3 may showed post-op changes, disc bulge at l2-3 which was causing some stenosis. MRI of cervical spine showed disc bulge at c3-4 and c5-6, neither of which was causing nerve root entrapment.